Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly. Customer's blood glucose level was 144 mg/dl. Troubleshooting for air bubbles was performed. Customer noticed the air bubbles when attempting to change out their set. Customer advised the air bubbles were located in the reservoir. Customer was advised replacement sets will be sent out.